Manufacturer narrative:
D1 (brand name) & d4 (serial) has been updated. E1 has been added as these were omitted from the initial mw submitted. Ppae (ventricular fibrillation): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
Upon arrival to the operating room (or) the patient experienced ventricular fibrillation arrest and was subsequently shocked once with resolution of circulation. An impella 5.5 was implanted via the right axillary artery for high-risk surgery support. Support was provided through (B)(6) 2025 and the impella 5.5 was explanted without incident.